Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, 2 proglides failed, no suture was attached to the needles of the devices. Hemostasis was achieved using a starclose se device. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) the device was received. Investigation is not yet complete.concomitant medical products (continued): heparin. The perclose proglide (part# 12673-03, lot# 920106h), is being filed under a separate manufacturer report number.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the posterior cuff was still loaded on the foot and the link still attached to the cuff. There was a needle strike mark on the posterior foot. The anterior cuff was engaged to the anterior needle tip and the link was broken at the anterior cuff. Based on the evidence found on the device, the posterior cuff was missed and the link broke at the anterior cuff which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the breaking of the link from the anterior cuff. During the investigation, the plunger was reinserted and the needle trajectory, needle depth and push mandrel travel results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue as evidenced by the needle strike mark on the foot. No manufacturing or quality issues detected. Review of the device history record for this lot did not produce any findings relevant to this report.